Event description:
A charge nurse reported that a surgeon complained that the anterior chamber kept shallowing during a cataract intraocular lens (iol) implant procedure. The nurse changed the cassette, but the problem still existed. The cassette used were not kept. The procedure was completed, and the pt impact was a corneal burn.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).